Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code : (B)(6). Complainant phone : (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: the lot 2l01388 was manufactured on 11/21/2022, bodolay manufacturing line, with a total of 44,550 market units. Complaint investigator ID 5173 performed a batch record review on 10/25/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704768 and manufacturing order 1649068. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: root cause(s): method: ¿ dirty carts to transport materials. ¿ dirty trays. Method: ¿ mixers with residues from previous mixtures. Manpower: ¿ inadequate transfer of materials. Manpower: ¿ inadequate electrocuting lamp maintenance. A corrective and preventive actions (CAPA) plan in the database will drive appropriate actions. The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
It was reported that there was stain on dressing and package. The product was not used on patient. The photograph depicting the issue was received from the complainant.